Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one week post implant of the right ventricular lead, there was a significant decrease in the impedance, a decrease in the sensing value, and a rise in threshold. The lead was revised and remains in use. No patient complications have been reported as a result of this event.